Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The user was prescribed with antibiotics and the redness at the site has reduced and is doing much better. No further investigation is required.

Event description:
On (B)(6) 2019,senseonics was made aware of an adverse event when sensor was inserted at off label in left leg which resulted sharp pain at the insertion site.